Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 415 mg/dl. The customer's blood glucose was 437 mg/dl at the time of call. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and site and insulin issues. The customer performed fixed prime and the insulin did exit but stopped dropping. The customer performed high pressure test and the insulin pump passed. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump primed properly, the motor and motor slide engaged and traveled forward properly during bolus deliveries and functional testing and the motor rewound properly. No unexpected clicking motor noise or drive motor anomaly noted. A water filled reservoir was used during the test; observed liquid exit the tubing during the bolus deliveries and no air bubbles anomaly noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.